Event description:
Pt having increased pain in back and spine. Spinal surgery performed. Spinal hardware implant in 1987 found to be fractured, including rods and one of the screws on pt's right. Surgery in 1987 performed in another hosp.